Manufacturer narrative:
Evaluation of the instrument logs for the period 24 july 2020 to 22 february 2021, the following incidental finding, which indicates a use error when replacing a reagent on (B)(6) 2021, was identified: bottle 11 (xylene) was not in contact with the corresponding sensor for 10 seconds from 22:31pm on (B)(6) 2021 which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 11 (xylene) were reset at 22:31pm on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 11 prior to these user actions were: xylene concentration=89.2%, cycles=8, cassettes= 1330 and days=4. Following the user interactions with bottle 11 (xylene) at 22:31pm on (B)(6) 2021, the reagent in this bottle was used for the final clearing step of multiple protocols executed in either retort a or b from 22:31pm on 12 february 2021. The station properties for bottle 11 (xylene) were also reset at 08:57am on (B)(6) 2021. The properties of the reagent in bottle 11 prior to these user actions were: xylene concentration= 88.5%, cycles=9, cassettes=1337, days=9. There was no evidence of any use error(s) when replacing the reagent in this bottle on this occasion. Investigation of this complaint found that the instrument functioned as designed between 24 july 2020 and 22 february 2021, which includes the six (6) month period from 08 august 2020 to 08 february 2021 when the complainant had received complaints from the pathologist(s) that the quality of tissue processing was sub-optimal. The facts indicate that a use error occurred at 22:31pm on (B)(6) 2021 when a user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 11 (xylene) even though this bottle had not been removed from the instrument for sufficient time to replace the reagent. Consequently, the actual xylene concentration in bottle 11 would have remained unchanged at 89.2%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottle 11 (xylene) at 22:31pm on (B)(6) 2021, the contents of this bottle were used for the final clearing step of multiple protocols executed in either retort a or b from 22:31pm on (B)(6) 2021. Although not reported by the complainant, the quality of tissue processing in processing protocols executed from 22:31pm on (B)(6) 2021 would have been adversely impacted. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The minimum final reagent concentration required for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
During manufacturer evaluation of the instrument logs for the period 24 july 2020 to 22 february 2021 for the complaint involving sub-optimal processing reported to leica biosystems on 08 february 2021, an incidental finding was identified, which indicates a use error occurred when replacing a reagent on (B)(6) 2021. Refer to MFR. Report# 8020030-2021-00026 for details of the event reported to leica biosystems on (B)(6) 2021.